Manufacturer narrative:
The creatinine plus ver.2 reagent lot number was 930031. The sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) lot numbers were not provided. The calcium gen.2 reagent lot number was 920240. The bilirubin total gen.3 reagent lot number was 912579. The expiration dates of creatinine plus ver.2, calcium gen.2, bilirubin total gen.3 reagents, and sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) were not provided. The cobas c 303 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The centrifugation time was short. The alarm trace showed multiple abnormal aspiration alarms (indicating pre-analytical/sample handling issues) and multiple calibration error alarms. Reaction monitors of the initial run showed issues indicating contamination. The sample pictures showed traces of red blood cells within the gel layer of the samples, indicating insufficient sample handling. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay, 1 patient sample tested for ise sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride), 1 patient sample tested with calcium gen.2 assay, and 1 patient sample tested with bilirubin total gen.3 assay on a cobas c 303 analytical unit. Patient 1: creatinine: initial result: <18 umol/l. 1st repeat result: 16.2 umol/l. 2nd repeat result: 34 umol/l, and this result was reported outside the laboratory. Patient 2: ise: sodium: initial result: 156.6 mmol/l. Repeat result: 137.9 mmol/l. Potassium: initial result: 5.17 mmol/l. Repeat result: 4.51 mmol/l. Chloride: initial result: 120.7 mmol/l. Repeat result: 104.0 mmol/l. Patient 3 and patient 4 were tested on (B)(6) 2026: patient 3: calcium: initial result: 0.740 mmol/l. The customer questioned the initial result and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 2.22 mmol/l, and this result was reported outside the laboratory. Patient 4: bilirubin total: initial result: 3.19 umol/l (while the bilirubin direct gen.2 result was 4.37 umol/l). Repeat result: 10.5 umol/l, and this result was reported outside the laboratory.